Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead helix extended without manually extending. Operator was unable to retract helix. The lead was never implanted and was replaced. No patient complications have been reported as a result of this event.